Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. No root cause has been identified. Home patient (hp) stated there was a lot of air in the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services (gts) regarding a low drain volume (ldv) alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated there was air in the patient line and the drain volume was not increasing. The technical service representative (tsr) assisted with the end of therapy process. The hp confirmed to restart therapy with new supplies. There was no patient injury or medical intervention reported. On 12 jan 2011, baxter was advised by the hp's nurse that this hp is no longer using pd therapy. No adverse events were reported as a result of this incident.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.